Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer blood glucose level was high at 334 mg/dl and was bolus and 486 mg/dl then it was 298 mg/dl and low at 39 mg/dl and 52 mg/dl. Customer treated high with bolus and low with glucose tablets and a bannana. Customer declined to troubleshoot for high and low readings. The insulin pump will not be returned for analysis.